Event description:
The customer reported that a pt was attached to a rolling mp70 device and the leads came off. The pt was without leads for about an hour when they was discovered. The pt was in severe distress and transferred to ICU but expired.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.